Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an insulation defect was noted on the riata lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in two pieces. Visual inspection found two external abrasions proximal to the suture sleeve tie impression. One abrasion was found breaching the svc and inner coil lumens, the svc etfe cable coating and the ptfe liner were intact in this location, another abrasion was found breaching the optim sheath only. Both abrasions are consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with those occurring at the time of explant.